Event description:
It was reported that during a pta treatment procedure, the ultra thin sds 7-2/5.3/75 mm balloon broke and the tip came off during preparation for a pulmonary valve pta treatment procedure. The ultra thin sds 7-2/5.3/75 mm balloon was replaced with another of the same size and the procedure was successfully completed. The pt had no complications during this event as the event occurred outside of the pt's body. Pt status is reported as 'fine.'